Manufacturer narrative:
There was no product malfunction. The asystole alarm did occur at the reported time, and had been silenced by the user; this was followed by multiple blue spo2 inop alarms. A philips response center engineer (rce) provided the information found in the alarm audit lo to the customer. The device remains at the customer site, and there have been o subsequent calls logged for this device/issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient red alarm should have come, but the control center and the monitor issued a blue alarm. The patient had to be resuscitated, but was not harmed.